Manufacturer narrative:
Analysis of the 8637-40 found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion on gear wheel three. Analysis found wear on the upper shaft of gear two.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1200 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The representative interrogated the pump multiple times and she saw the motor stall recovery in the logs but then upon interrogating the pump again, the dialogue box showed a motor stall occurred message and she heard the pump alarm two more times. It was noted the patient would likely have the pump replaced. The patient went to the emergency room (ER) on (B)(6) 2016 with agitation, diaphoresis, fever, and tachycardia. The patient had a g-tube placed and had actually been in the hospital since then. The patient was on their way home in medical transport when the medical transport person heard the pump alarming and the representative had gone to the ER to interrogate the pump. The pump was not checked prior to the date of this report. The logs showed a motor stall occurred on (B)(6) 2016 at 17:03 and a stopped pump period may exceed tube set message occurred on (B)(6) 2016 at 17:03. It was later reported that the pump was to be replaced on the morning of (B)(6) 2016. It was further reported the pump was replaced on (B)(6) 2016 and was to be returned for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.